Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during calibration it was found that when the protocol is set to hd and the ma setting is turned all the way down to 75 the spin will consistently terminate early and the gantry appears to be moving slowly. This behavior appears to happen with both the handswitch and the footswitch. All other settings seem to complete a normal spin. There was no patient involved. Additional information received indicated that the termination was an error on the users side. The system is operational.